Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. High capture threshold was noted on the right ventricular lead. The right ventricular lead was explanted and replaced. The patient had dizzy spells which was noted before the pacemaker was placed but it was not clear and was suspected it could have been due to the lead or some other factor. The patient was stable post procedure.